Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump. Reportedly, the issue resolved on its own while using the same pump charging supplies. Reportedly, the customer experienced a seizure and experienced a "high" blood glucose (bg) level. A specific bg value was not provided. A manual insulin injection was administered to address the bg level.